Event description:
Customer reported a training issue with her adc blood glucose meter, stating the meter was not recognized by the computer when connected via usb. Customer additionally reported self-injecting glucagon. No further information was provided by the customer regarding the event as customer refused to complete troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The complaint involved a training issue, hence no product investigation will be undertaken. Note: the date of event is unknown. Additoonally, customer was educated to download auto-assist software however, customer refused. All pertinent information available to abbott diabetes care has been submitted.